Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue; when the battery is removed from the pump, the pump does not stay updated, the basal rates change. This complaint is being reported because a basal program change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: a review of the black box showed a call service 174 basal edit not saved alarm, indicating the user attempted to edit the basal rate but did not save it. The pump was run for 24 hours at a one unit per hour basal rate. No alarms occurred. After 24 hours the battery was removed. When the battery was reinserted the one unit per hour basal rate remained programmed in the pump. The complaint was unable to be duplicated during the investigation.